Event description:
The customer's daughter reported that the blood glucose device gave a lower than expected reading during a hyperglycemic event. At approximately 8:00-8:30pm the customer tested their blood glucose and received a result of 148 mg/dl. The daughter reported that this would typically be a normal reading for customer, however the customer did not feel well when they received this result, and decided to lay down. The customer had programmed and administered their normal dosage of insulin through their medtronic 770 g insulin pump before laying down. The daughter went to check on the customer around 9:00-9:30pm and stated the customer was "out of it". The daughter stated that the customer was conscious, but wasn't all there. The daughter reported that she called the emt's, but based on their location, the emt's did not arrive until approximately 10:00-10:30pm. The daughter could not recall any blood glucose results or treatment provided by the emt's. The emt's transported the customer to the hospital. Upon arrival at the hospital, at approximately 11:00pm, the customer received a blood glucose result of 400 mg/dl. The customer was admitted into the hospital for high blood glucose and was treated with a saline IV and was also given unknown insulin injections. The customer was discharged from the hospital on (B)(6) 2022.